Event description:
Additional information received stated that the patient underwent surgical intervention wherein the leads were explanted and replaced with a paddle lead. Post-operatively, stimulation therpay was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference numbers: 3006705815-2021-03362, 3006705815-2021-03364 it was reported that the patient experienced uncomfortable rib stimulation. Imaging revealed the leads had migrated. As a result, the patient may undergo surgical intervention at a later date to address the issue. It is unknown which leads migrated, therefore all leads are being reported.